Manufacturer narrative:
Section h3, device evaluated by manufacturer of the initial medwatch report indicates yes. Section h3, device evaluated by manufacturer of the initial medwatch report should indicate no. Section h3, reason for no evaluation of the initial medwatch report indicates blank. Section h3, reason for no evaluation of the initial medwatch report should indicate device evaluation anticipated but not yet begun. A stryker service technician evaluated the customer's device and verified the reported issue. The customer received a replacement device. Stryker product assessment center further evaluated the customer's device and determined that the cause of the reported issue was due to the capacitor, c25. Device archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.